Event description:
On august 16, 2006, the lay user/reporter, the patient's daughter, contacted lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccurately high readings. On august 18, 2006, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. In 2006, at 2:00 pm, the patient obtained the blood glucose reading of 245 mg/dl on the reported meter. At that time, the patient was experiencing the symptom of thirst. Based on her sliding scale, the patient took 6 units novolog insulin and then ate lunch. One hour later, the patient experienced the symptoms of weakness, sweating and feeling faint. The patient ate three glucose candies and felt better afterwards. At 3:10 pm, after the candy, the patient obtained the blood glucose reading of 147 mg/dl. Earlier in the day of the event, the patient's blood glucose level was 249 mg/dl at 11:45 am. The patient did not seek medical attention. The patient takes novolog insulin with lunch and dinner on a sliding scale, and 10 units lantus insulin at bedtime. The patient has no backup meter. The patient has previously experienced hypoglycemic episodes after taking her insulin dose. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that the patient was incorrectly cleaning the puncture site prior to performing the fingerstick. The meter, test strips and control solution were replaced. The patient became hypoglycemic and took glucose to resolve the symptoms following an insulin dose based on the reported meter reading. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.